Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during elective device replacement procedure on (B)(6) 2019, small insulation cut on right atrial lead was observed. Lead was tested and normal function was noted. The lead was repaired with silicone and a suture sleeve. Patient was stable throughout the event. Related manufacturer reference number:2938836-2019-03453, related manufacturer reference number: 2938836-2019-04457.